Event description:
Reporting status: malfunction. Reporting rationale: air embolism has previously caused or contributed to patient injury. Device issue: leak. It was reported that an air embolism occurred during a stent implant. The patient developed chest pain, with EKG changes. Intra coronary nitro was given, and the pain resolved. The patient's pda vessel had been previously occluded, but was small and no intervention was performed. The patient was kept for an additional 24 hours for observation. All devices associated with the procedure are being evaluated for the cause of the air embolism. No additional event or patient information was available.